Event description:
It was reported that during drilling of the medullary cavity the jacket/sheathing of the im reamer came loose. There was a delay of 10 min.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.